Event description:
Healthcare professional reported "implant have a defect". Later healthcare professional reported "no adverse events (device intact)". This record is for the right side. The device was explanted, replaced with a non-abbvie device and will be returned. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Healthcare professional reported "implant have a defect". This record is for the right side. The device was explanted and will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, g4, h6.

Event description:
The device is non-abbvie. This record is no longer reportable to the FDA and will be un-reported.